Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 42.3cm was returned for analysis. Internal insulation abrasions were noted at 7.5-7.6cm and 9.8-10.2cm from the electrode tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented to the hospital after experiencing pre-syncopal episodes. Upon interrogation, one episode of noise led to charging and inhibition of pacing. Externalized conductors were observed via fluoroscopy. The lead was explanted.